Manufacturer narrative:
Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, the patient had previously a platinium device subject to the field safety notice issued in (B)(6) 2018 implanted. Following the release of this field safety notice, this device was prophylactically replaced. The subject crt-d was implanted as a replacement device but the patient had an infection. As a result, the subject crt-d was replaced by a new one. However, the patient had another infection with the new implanted device. Due to the consecutive infections, the patient had some complications.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient had previously a platinum device subject to the field safety notice issued in (B)(6) 2018 implanted. Following the release of this field safety notice, this device was prophylactically replaced. The subject crt-d was implanted as a replacement device but the patient had an infection. As a result, the subject crt-d was replaced by a new one. However, the patient had another infection with the new implanted device. Due to the consecutive infections, the patient had some complications.